Event description:
It was reported that the pt was very large and very sick with a fresh infarction and "tenous" heart. The pt while in ICU had a "huge electrical storm" with v-tach and v-fib and was shocked 20-30 times. The iab was inserted and pumping commenced. A chest x-ray was taken to confirm placement and the iab was not visible. Repositioning was attempted but the iab could not be moved. The entire assembly was removed and another iab inserted. There were no associated pt complications.